Event description:
It was reported that the lead alert was triggered due to high right ventricular (rv) lead superior vena cava (svc) coil impedance. The patient will be scheduled to be seen in the office. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead, (B)(6) 2008. (B)(4).

Event description:
A possible right ventricular (rv) lead fracture was suspected. The rv lead was capped and replaced.